Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had electrostatic discharge. Customer took off the battery and battery cap, for 24 hours. All of the buttons weren't responding.